Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during cataract intraocular lens (iol) implant procedure, lens haptic broken during surgery. There was no patient contact and lens was not implanted at all. The procedure was completed on same day by replacing it with another anterior lens. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. A scratch is observed on edge of the posterior surface of the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. Broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).